Manufacturer narrative:
One device was returned for evaluation. The lot history review was not performed, as the lot number was not provided. Failure to infuse was confirmed for the device. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0606150j implantable port allegedly experienced failure to infuse. This report was received from one source. Age, weight, and gender were not provided for the patient. There was no reported patient injury.